Manufacturer narrative:
Follow-up 04/10/2016: customer reported not being able to decrease bg levels below 200 and therefore, they now believe the orange consumed did not contribute to elevated bg levels. Customer was guided through manually entering a 2 unit bolus into pump. Recommendation was made to consult with their health care provider to discuss diabetes management. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 290 (mg/dl). Customer also noted tiny bubbles in the tubing. A correction bolus was delivered to address bg level. Tandem technical support offered to troubleshoot elevated bg issue with customer; however, customer stated they consumed an orange and this was likely responsible for elevated bg level.